Event description:
According to the reporter, prior to use, the unit bipolar cable has various cuts/damage. There was no patient involvement. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".